Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized for peritonitis and another indication. Treatment for the event was not reported. Six days after the event onset, the patient was discharged. It was reported the patient was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.